Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib charge error" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) service department. The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing without duplicating the report. Hex nuts were installed at the battery power cable terminals as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.